Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported a leak in her system. Patient stated she felt moisture at the infusion site, but was unable to tell exactly where it was leaking. Patient reported she changed out the infusion set and has not had the issue since. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.